Manufacturer narrative:
Device not returned.

Event description:
A ventilator was returned to a third party service center for evaluation. There was no harm or injury reported. During the evaluation of the device at a third party service center, "service required" codes were found in the ventilator's downloaded error log. The device's proportional and 3-way solenoid valves, system board tubing, muffler and machine flow sensor were replaced to address the issues.